Event description:
Customer reported that system is frozen and that it will not carry out graphics and scooping. The system displayed error message, "overexposure predicted."

Manufacturer narrative:
(Conclusions): the investigation found that after the field service engineer (fse) arrived on site, the system was fully operational. The fse could not find a system problem other than a few log file entries. The fse proceeded to perform maintenance for error messages shown in the log file. The root cause of the problem is unk. (B)(4).